Event description:
It was reported to philips that the flexvision pc failed to boot up. The device was not in clinical use at the time of the reported event. No harm was reported to philips. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. The fse identified that a frame grabber card initialization error resulted in the system not being able to complete the start up sequence. The frame grabber captures the video from the allura system. The frame grabber card in the flexvision pc failed. The fse replaced the flexvision pc and installed the software. After replacement of the flexvision pc and installation of the software, the system was returned to use in good working order.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the flexvision failed to boot up. A review of the system logfile showed frame grabber card initialization error resulted in the system not being able to complete the startup sequence. The frame grabber captures the video from the allura system. The frame grabber card in the flexvision pc failed. Due to manufacturing issues, the frame grabber card may not function as intended, leading to issues with the system's flexvision pc. Philips has initiated a medical device correction (z-1144-2024). The fse visited onsite and upon functional testing, the fse confirmed the grabber card issue and tried to reseat all the grabber cards, but the problem remained. The cause of the flexvision pc failure could not be conclusively determined by the supplier's part analysis however, the replacement of the flexvision pc by the fse resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order.